Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. Reportedly, the customer charged the pump excessively. The customer unplugged the pump from the charger and the alarm was cleared. Additionally, it was reported that the customer received a power source alert and the battery gauge was fluctuating. The alert was cleared and customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 80-120 mg/dl.